Manufacturer narrative:
Concomitant medical product(s): dtba1d1 crt-d, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise and an abrupt elevation in impedance on the right ventricular (rv) lead. A lead integrity alert (lia) had also been triggered. The defibrillation portion of the rv lead was deactivated and the pace/sense portion of the rv lead remains in use. It was noted that further intervention is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported further reported that there was a confirmed fracture of the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.